Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter and accessories were not sealed. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Complaint: package damaged-defective. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: 6008841 ¿ the lot number was built and packaged on afa line 11 from january 20, 2016 thru january 24, 2015. 5300818 ¿ the lot number was built and packaged on afa line 11 from november 26, 2015 thru november 30, 2015. 5239561 ¿ the lot number was packaged on packaging line 11 from october 2, 2015 thru october 5, 2015. 5135936 ¿ the lot number was packaged on packaging line 11 from may 21, 2015 thru may 23, 2015. 3 non-related qns were initiated (2 for foreign and 1 for pre-activation). Td 2015-19 was in place during the packaging process 5117690 ¿ the lot number was packaged on packaging line 11 from april 30, 2015 thru june 3, 2015. 1 non-related qn (excessive gel) was initiated. Per review of the dhrs (all lots) it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was reviewed and determined to have appropriate assessment of risk related to this defect. Visual analysis: observations and testing: received a total of (B)(4) iag bc 20ga units, (B)(4) units from lot number 6008841, (B)(4) units from lot number 5300818, (B)(4) unit from lot number 5239561, (B)(4) unit from lot number 5135936 and (B)(4) units from lot number 5117690 . Lot 6008841: the (B)(4) units received were open at both ends. Lot 5300818: (B)(4) unit was open at one end; (B)(4) units were not open (package integrity was intact). Lot 5239561: (B)(4) unit was open at both ends. Lot 5135936: (B)(4) unit was not open (package integrity was intact). Lot 5117690: (B)(4) units were open at one ends; (B)(4) units were not open (package integrity was intact). Note: the product characteristics require a minimum of 1/8¿ seal transfer. A sample size of one unit per lot number was taken and was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are seal transfer/width and paper top web glue. Both of these variables were included in the observations. Test description: visual/microscopic. Method no.: n/a. Results: see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the units evaluated for this incident passed the manufacturing specification requirements. Was the device used for treatment or diagnosis? Treatment. Conclusions: the defect of package damaged / defective / other as stated in event description was confirmed with the returned units. Even though some of the packages were returned with open seals, all the processes characteristics that directly influence the seal strength were observed to meet specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the failure that the customer experienced was confirmed. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Root cause description: relationship of device to the reported incident: indeterminate comment: although the packages were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. Rationale: CAPA (B)(4) has been opened to investigate the package open seal defects and implement corrective actions. Other actions taken (if applicable): product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.